Event description:
The customer reported a persistent charge button failure in operational check.

Manufacturer narrative:
(B)(4): the customer reported a persistent charge button failure in operational check. This complaint remains under investigation. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.